Event description:
The initial reporter alleged discrepant reactive results for one patient tested with the elecsys hiv combi pt assay on the cobas e411 rack. Two separate patient samples were tested. For the first patient sample, the elecsys hiv combi pt assay generated results of 1.83 coi, 1.88 coi, and 1.88 coi, all of which were consistent and reactive. For the second patient sample, the elecsys hiv combi pt assay generated results of 1.79 coi and 1.88 coi, which were also consistent and reactive. Testing of the same patient sample using the diasorin liaison hiv assay produced a non-reactive result.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data revealed that the calibration signals were lower than expected, and one quality control level was slightly above the specified range. These findings may have influenced the observed results. However, the root cause was attributed to a sample-specific discrepancy. The investigation was limited as no hiv confirmation testing was performed for the patient sample. The device remains in operation at the customer site.